Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the audiologist, the patient experienced headaches and pain at the implant site and subsequently the device was explanted on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Following analysis of the device, the results indicates a device failure. This report is filed on february 04, 2019.